Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device kept saying "calibration required" even though calibration was completed. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8120 calibration required. Technical support: 1. In the connected devices pane, click the pca module to be tested. 2. Double-click preventive maintenance in the tasks list to begin testing immediately. 3. Follow the instructions displayed on the screen for each test. See syringe module and pca module tasks on page 307 for an explanation of each task. 4. Instrument inspection: ¿ if the test fails, click abort selected tasks to discontinue testing. Correct the failure(s) before continuing with the tests. 5. Simultaneous display: if the test is to be run continuously, click the run test in continuous mode check box. 6. Iui connectors: note: "sandwiching"¿the module being tested is connected between the pc unit and another module. The other module cannot be an pca module. 7. Alarm: if the sound is weak, check the audio volume setting (refer to user manual for applicable alaris system). 8. Keypad: press each key one time. 9. Binary switches: note: the door key is needed to lock the door. To access the plunger detect switch, open the knob and push the plunger detect switch up. 10. Barrel clamp accuracy: a. Insert the 15 mm diameter fixture behind the barrel clamp and close the barrel clamp on the fixture. B. Remove the 15 mm diameter fixture, insert the 25 mm diameter fixture, and close the barrel clamp on the fixture. A pop-up alert appears if the correct size fixture is not installed. 11. Plunger force accuracy: caution to avoid damage to the plunger header, ensure that the plunger header is not attached to the calibration fixture. Caution to avoid instrument damage, do not move the plunger head during this test. 12. Plunger position accuracy: follow the instructions on the screen and then close the barrel clamp on the 27 mm fixture before pressing next. Remove the 27 mm diameter fixture, insert the 127 mm fixture, and close the barrel clamp on the fixture. A pop-up alert appears if the correct size fixture is not installed. 13. Set the pm reminder date: the next maintenance reminder date defaults to 12 months. The reminder can be set to an earlier date that cannot exceed the 12-month default. Advised elijah to perform calibration again and perform pm on the pca right after calibration completed. Elijah will do so. If the problem still exist, he will replace logic board. A review of the device history record showed the device had a manufacture date of 22 dec 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Also, there was a production failure q6 200247796 for need to calibrate which does not correlate to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device kept saying "calibration required" even though calibration was completed.. There was no patient involvement.